Event description:
It was reported that a patient with rectal carcinoma who underwent laparoscopic robotic-assisted ¿ultralow¿ anterior resection with mobilization of the splenic flexure and diverting loop ileostomy. Medical records provided indicate patient was treated with neoadjuvant chemoradiation to the rectum with an excellent response and staging endoscopy showed a healed scar in the rectum and a negative biopsy. Given the advanced nature of his initial presentation, surgery was recommended. Operative note indicates a ¿29 eea stapler¿ was placed into the transected colon, the anvil was mated to the spike, and the stapler was fired with an audible crunch. Both donuts intact, and the leak test was negative. The planned ileostomy was then created without complication. The patient was returned to the or the next day after a CT revealed free air in the abdomen and underwent a diagnostic laparoscopy, exploratory laparotomy, rigid sigmoidoscopy, abdominal washout and drain placement. Operative note for this procedure states the anastomosis ¿did not show a clear defect on the limited view for rigid sigmoidoscopy, but there was a frankly positive leak test.¿ the surgeon placed two large-bore drains to prevent further contamination. The patient was discharged 14 days later. Subsequently, the patient underwent an additional procedure for flexible sigmoidoscopy and attempted transanal repair of anastomotic dehiscence and ultimately, the anastomosis was revised with a handsewn colo-anal pull-through anastomosis. The patient was discharged five days later. The patient¿s loop ileostomy was reversed without incident four months later.

Manufacturer narrative:
(B)(4). Event date: only event year known: 2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022 please see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records.